Manufacturer narrative:
Since the initial medwatch was filed, the investigation has completed. The pump was returned for analysis. The request for lab values and anticoagulation regimen was not answered. The root cause of the access site bleeding was unable to be determined. The pump was returned without any damage to it that could have caused or contributed to the bleed. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. A final medwatch will be filed at the completion of the analysis.

Event description:
A (B)(6) male with a history of cardiomyopathy was admitted to a tertiary medical center after being transferred from the community. His condition was deteriorating and was in need of hemodynamic support. The tertiary center placed an impella 5.0 via surgical access with a cutdown to the right axillary artery. The team placed the pump successfully through the graft and began support. The site did have a bleeding complication. The pump's valve closest to the suture pad was bleeding and so that team applied an internal suture with a silk tie. This remedied the issue and support proceeded with minimal blood lost.